Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. During explant, it was noted that a fracture was visible on the rv lead. The patient will was scheduled to be discharged the following day.

Manufacturer narrative:
.